Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had no symptom control. The patient went to have their lead replaced on (B)(4) 2018. During the lead replacement surgery the implantable neurostimulator (ins) could not be connected to the new lead. Therefore, the healthcare professional (hcp) had to use a new ins which connected right away onto the lead. The hcp suspected the ins was faulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2018, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neuro stimulator. It was reported that there was a replacement of the sacral nerve stimulator lead and battery on (B)(6)2018. No further complications were reported or anticipated.